Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported right side "frequent pain and benign nodules". "In addition to the physical damage, it is my psychological that has been affected and unfortunately discovered prostheses were recalled from the market, it will cause a great issue due to personal and work issues." Ultrasound suggested rupture, "modestly contracted", multiple folds and cyst. The device remains implanted.